Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find discontinuities but found internal shorts between conductors due to the damaged insulations consistent with procedural damage. X-ray and visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that high capture threshold was observed on the atrial lead. The lead was capped and replaced on (B)(6) 2017. Patient is in stable condition.